Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information g6 type of report ¿ additional information h2: additional information h6: investigation conclusion ¿ additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.